Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device's therapy connector was loose. In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by a third party service provider and the reported issue was verified and duplicated. The keypad necessary for resolution is not available. Upon availability of this item the device will be repaired.

Event description:
The customer contacted stryker to report their device's therapy connector was loose. In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.